Manufacturer narrative:
The field service engineer (fse) replaced valves and performed precision testing. The fse indicated the instrument performance was good. The customer has not had any additional issues with incorrect results.

Event description:
The customer complained of erroneous results for 3 patient samples tested for c-reactive protein (latex) (crplx). The erroneous results were reported outside of the laboratory. Patient 1 initial crplx result was <0.5 mg/dl. This result was reported outside of the laboratory. The sample was repeated with a result of 11.4 mg/dl. On (B)(6) 2015 patient 2 (no patient specific information provided; this has been requested) crplx result was <0.5 mg/dl. This result was reported outside of the laboratory where the physician questioned it. The sample was repeated with a result of 2.4 mg/dl. The repeat result was considered to be correct. On (B)(6) 2015 patient 3 (no patient specific information provided; this has been requested) initial crplx result was <0.5 mg/dl. This result was reported outside of the laboratory where the physician questioned it. The sample was repeated with a result of 5.1 mg/dl. The repeat result was considered to be correct. It was noted that antibiotic medication was stopped for patient 1 due to the low result and the patient was not in good condition. It is not known if the medication has since been resumed. No patients were adversely affected. The crplx reagent lot number and expiration date was not provided. The last system maintenance was performed on (B)(6) 2015.

Manufacturer narrative:
Patient 2 is male with date of birth of (B)(6) 1969. His weight is (B)(6). Patient 3 is male with date of birth of (B)(6) 1970. His weight is (B)(6). (B)(4). Information was provided indicating the erroneous results for patient 3 were not reported to the physician. Information was provided that patient 1 condition has not changed. Patient 2 current condition is documented as "improvement/recovery." Patient 3 current condition is documented as "improvement/recovery."

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. The possible root cause may be related to incorrect drawing of the specimen or a pre-analytical issue. An interference due to patient's medication can be excluded.